Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: 7087131; product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(4), batch: 550058.

Event description:
It was reported that the patient was experiencing inadequate stimulation. X-ray was taken which confirmed that the leads migrated. Reprogramming was done but was unsuccessful. It was also noted that the physician could not tighten the screw on the ipg. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted devices were not returned.